Event description:
It was reported that the patient line leaked through a small crack in the tubing. This was noted during drain of peritoneal dialysis on the homechoice while the patient was connected. The patient found the crack when they woke up in the morning. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.